Event description:
Complainant alleged that during biomed testing, the device's associated multi-function cable had an intermittent connection. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.